Event description:
It was reported that a customer did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridges, which allowed the insulin to flow correctly, and no further action was needed.